Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Blood glucose reading was 52 mg/dl after glucagon. Customer¿s other blood glucose readings were 210 mg/dl, 320 mg/dl, 45 mg/dl, 252 mg/dl and 48 mg/dl. Customer also reported that the insulin pump was over delivering due to hypoglycemia. Customer was treated with glucose tablet. Customer was not using auto mode. Customer was performed displacement test and the test results was no. The insulin pump and reservoir will not be returned for analysis.